Event description:
It was reported that four fibers were fractured; breakages occurred in the patient at the distal end (glass tip) of the fibers; outside of the flexible instrument during a procedure. The first fiber was at 3618 joules of use and 6.54 minutes; pulses 4021. The second fiber was at 11796 joules of use and 16:51 minutes; pulses 9830 m. The third fiber was at 2625 joules of use and 3.18 minutes; pulses 2188 m. The first three fibers were s-273 fibers. The fourth fiber used was an s-365; 4877 joules of use and 6.49 minutes; pulses 4000 m. An alternative method (lithotripsy) was used to complete the procedure. No adverse outcome to the patient was reported. This report is for the third fiber.